Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote transmission indicated that there was noise on the electrograms and wanted a technical expert to review. It appeared to be a potential right atrial (ra) lead issue. Possibly lead to lead abrasion. Isometrics and pocket manipulation options were discussed. The lead remains in use. No patient complications have been reported as a result of this event.